Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported to MFR that the wand cable was "starting to fall apart" due to normal wear and tear. The reporter indicated that the device was still functioning properly, however, they requested a new programming system to prevent any future problems. The programming wand was returned to MFR for analysis. The analysis findings revealed that the serial data cable produced communication errors. The communication errors were found to be a result of the presence of an open conductor. A known good bench serial data cable was substituted and all communications errors cleared. A visual anomaly (a tear in the insulation) was identified with the serial data cable at the handle location. The internal wires appeared to be intact. The cause of the insulation tear is unk.